Event description:
"Won't infuse." Per biomedical service which found a bad ribbon cable. The customer has had no clinical issues with the use of this pump reported. Biomed could not recall if the pump had alarmed during their testing of the pump.